Event description:
It was reported while unloading the empty stretcher, the foot end operator felt the stretcher was stuck in the truck and proceeded to lower the legs and push the stretcher forward simultaneously which resulted in the foot end tilting downward toward the medic. Due to the downward motion, a tabletop accessory that was mounted on the stretcher tilted forward and hit the medic in the face. It was stated the medic required stitches as a result. No other injuries were reported. The customer communicated they believed the incident was a random occurrence due to use error and additional training was provided to the medics involved. There was no allegation of product malfunction being a contributing factor to the incident.